Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose between 40 mg/dl and 50 mg/dl. Customer had symptomes of low blood glucose; customer had nausea, sweating and dizziness. Customer decline transfer to helpline.